Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800337 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a nephrectomy the clip was found broken during usage on the patient. There was no patient injury.

Event description:
It was reported that during a nephrectomy the clip was found broken during usage on the patient. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544243 hemolok l clips 3/cart 42/box for investigation. The clip cartridge was returned with its lidstock and three clips in it. The returned cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the all of the returned clips had the hooks broken off. The broken hooks were not returned in the cartridge. The clips appear used as there is biological material present on the clips. The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of the clips being "broken" was confirmed based upon the sample received. The cartridge was returned with three clips where all of the clips had the hooks broken off. The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.